Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had a left total stryker knee that was being revised to an attune. The tibia and femur were prepped properly with stems and sleeves. All trial constructs sat perfectly. The real components were assembled properly. The real tibial tray sat 3mm proud. The real femur sat 2mm proud. This created an imbalance in flexion versus extension. There was a surgical delay of five minutes. Doe: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 150440104, and lot j58u17, no non-conformances / manufacturing irregularities related to the malfunction were identified.